Event description:
It was reported that the patient was explanted, approximately in (B)(6) of 2012, due to ineffectiveness as well as a scheduled MRI. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up from the health care provider reported the cause of the event was device failure. It was noted there was battery depletion. The device was explanted. The patient required hospitalization due to the event and there was no injury to the patient.

Manufacturer narrative:
(B)(4): lead model 3080, lot# l83611, implanted: 2000-(B)(6), explanted: unknown; extension model 3095-10, serial# (B)(4), implanted: 2000-(B)(6), explanted: unknown; anchor model unknown, lot# unknown, implanted: 2000-(B)(6), explanted: unknown. Analysis of the neurostimulator model 3023, serial found no significant anomaly. The ins was at normal end of life with no telemetry and no output. Analysis of the extension model 3095-10, serial (B)(4) found no anomaly. Analysis of the lead model 3080, lot l83611 found no significant anomaly. The lead body was cut through and the product segmented during explant. Continuity was acceptable on both segments. Analysis of the unknown anchor found no significant anomaly. There were suspected tool marks on the twist lock anchor, with no impact on performance. (B)(4).